Event description:
When on 3cm or greater depth, bottom of the screen is completely messed up ¿ showing lines that rotate across the screen which makes placement impossible.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.